Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and was unable to neither confirm nor duplicate the reported power failure. However, physio observed that the simulated ECG trace was unobtainable thru ECG or therapy cable after placing the device in a cold environment. The cause of the reported or observed failure was not determined. A replacement device was provided to the customer.

Event description:
It was reported that the device was exhibiting an intermittent power loss failure. Furthermore, one instance of the power failure was reported to have occurred during a patient use. The patient did not experience any adverse effects due to device use since another defibrillator was made available to provide care. There were no further details on the event and/or the patient provided.